Manufacturer narrative:
One disposable grounding pad w/out cable was returned for investigation. A clear film was noted on the surface of the grounding pad. Further investigation revealed the grounding pad was assembled with the clear film on the inside layer of the blue liner.

Event description:
Related manufacturing ref: 2182269-2019-00151. This report is to advise of an event during analysis confirming the clear film of the grounding pad was assembled on the inside layer of the blue liner.